Event description:
It was reported that the day after the implant procedure the right atrial (ra) lead became dislodged. The ra lead was repositioned and remains in use. It was also noted that the atrial lead warning was not clearing. Follow up was conducted and a few days later the atrial lead warning cleared. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086 lead, implanted (B)(6) 2014. (B)(4).